Event description:
A nurse reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 1 day after the initiation of the patient's treatment. An external leakage occurred with the pre-filter pressure dome. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical examination. However a photograph was provided that could be used to confirm the reported issue. Retained samples were visually inspected for component defects and found to be conforming to specification. The retained samples were also tested under air and liquid pressures and no failure was detected. A review of the batch records was performed. 480 products have originated from the lot that were inspected according to protocol and were found conforming to specification. One non-conformance is noted on this lot and occurred prior to the production of the batch where this dialyzer originated. The reported issue is confirmed however a cause for the reported issue could not be determined in the absence of the original complaint sample.

Event description:
A nurse reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 1 day after the initiation of the patient's treatment. An external leakage occurred with the pre-filter pressure dome. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.